Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type,update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Background: - the issue was created in 4.0c as a side effect of a 4.0c enhancement to remove an informational message on tee probes. - prior to 4.0c, when tee probes reached 40 deg c, a popup message was displayed to inform the user the transducer temperature was rising. - on z6ms probes, the customer complained that this message was undesirable and confusing as it was assumed to be a warning message and not just informational. It was requested to be removed. Root cause: - in the 4.0c release, when the popup message was removed, the software changes did not cover one behavior interaction with the mouse cursor. - in previous versions of the software, when the popup message was displayed, it contained an "ok" button for the user to dismiss the message. To enable the user to interact with the "ok" button, the software provided the user with a mouse pointer. This was fixed with the release of vb10d (4.0d), which corrects the issue via update program (B)(4).

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, the color box wouldn't move when using the transducer; however, the procedure was completed with the same device. The patient was not rescanned because there was no loss of data. There was no adverse event reported. No additional information was provided.